Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I result on 1 sample. The following data was provided (lab normal range 0.0-0.3 ng/ml): initial result = 0.4 ng/ml, repeat result = 0.39 ng/ml, repeated on another analyzer = 0.2, 0.2 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is slightly elevated complaint activity for lot 69444un19, but no trends were identified for the complaint issue. Return testing was not completed as returns were not available. A review of the device history record was performed on reagent lot 69444un19 and no issues were identified. Historical performance of reagent lot 69444un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. The patient median result for the lot was within the established limits. However, the cal f rlu median for lot 69444un19 is not within the established limits. Therefore, accuracy testing was performed with reagent lot 69444un19. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay was identified.